Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the ureteral stent was removed from its sterile packaging, the doctor noticed that the one end of the stent was defective. It was stated that the stent was not used and a new stent was opened. Per follow up information received via ibc on (B)(6) 2022, it was stated that defective refers to breakage.

Event description:
It was reported that when the ureteral stent was removed from its sterile packaging, the doctor noticed that the one end of the stent was defective. It was stated that the stent was not used and a new stent was opened. Per follow up information received via ibc on 29-sep-2022, it was stated that defective refers to breakage.

Manufacturer narrative:
The reported event is confirmed, cause unknown. No physical sample was returned, however, a photo sample was submitted. Visual evaluation of the photo sample noted one end of the pigtail was completely broken off the body of the stent. Although a specific cause cannot be determined, based on the risk document a potential root cause for this event could be, "inappropriate package design". No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.